Event description:
Initial ck-mb result of 2.6 ng/ml, same sample diluted and rerun recovered 4.1. Root cause analysis is ongoing. If add'l info becomes available, appropriate notification will be provided.